Event description:
The customer reported a leak from the lh750 analytical instrument. The volume of the leak was about 2 ml and it was not contained within the instrument. The customer also stated a problem with retic backgrounds. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the sample line from the retic mixing chamber (vc17) to the flow cell was disconnected. The fse also found the retic mixing assembly's slow operation was not completely mixing the sample. The fse replaced the retic mixing assembly which resolved the retic background errors. He also reattached the tubing to valve vc17 resolving the leak. (B)(4).